Event description:
A pt (age and gender unknown) underwent a therapeutic procedure for treatment. The pushing catheter of the rx plastic biliary stent was not able to advance due to an issue with coating of the hydra-jagwire device. The procefure was completed with another of the same devices (rx plastic stent and a hydra-jagwire device. There were no reported patient complications as a result of the issue with the guidewire. No further info is available at this time.